Manufacturer narrative:
One unknown tsv implant was returned for investigation. Visual inspection of the as returned product identified wear from use, and fracture at the collar. The threads are covered in bone tissue from trephining. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report; date received by manufacturer; checked "follow-up"; checked follow-up type; changed "no" to "yes"; entered evaluation codes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: unknown. Device catalog number and lot number: unknown. Reporter's email: unknown.

Event description:
It was reported that an unknown implant fractured. The implant was removed and the patient was sent home to heal.